Event description:
Patient received vaginal burn during vaginal hysterectomy. Doctor using metal retractor during procedure. Burn noticed on vaginal wall when retractor was removed. Burn treated with topical cream. Product inspected and performed to specification. Device activated and coagulated as designed.